Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a calcified right tibial artery. A 3mm x 40mm x 145cm coyote es balloon catheter was used to treat the target lesion. During first inflation the balloon ruptured at 10 atmospheres. The physician managed to retrieve the ruptured balloon from the patient's body. The procedure was completed with another of the same device . No patient complications were reported and the patient is fine.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter with a coyote es shelf box. There was blood in the inflation lumen. Magnified inspection revealed a pinhole 5mm from the distal edge of the proximal markerband. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The target lesion was located in a calcified right tibial artery. A 3mm x 40mm x 145cm coyote es balloon catheter was used to treat the target lesion. During first inflation the balloon ruptured at 10 atmospheres. The physician managed to retrieve the ruptured balloon from the patient's body. The procedure was completed with another of the same device . No patient complications were reported and the patient is fine.